Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.

Event description:
The customer reported the ventilator was received from an end user with a note on it that stated the ventilator had and error for check vent: oxygen device failed. The customer noted that the error was confirmed in the error log as well as an error for watchdog test failed appeared in the error log. Patient involvement at the time of the event is unknown, but there was no patient harm reported.